Event description:
N/a

Manufacturer narrative:
UDI related data quality updates only providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) was stuck in the cart. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
Updated fields: (type of investigation, investigation findings, component codes and investigation conclusions). A getinge field service engineer (fse) confirmed problem stated by customer. Pump was stuck in cart, upon initial inspection I found the release latch to be stuck. I disassembled the cart and found the guide pin to not be in correct position in the release latch. Upon further inspection I found the cart to be lose and tilting away from the wheel base. I found the cart was missing three screws underneath the wheel base. Customer supplied missing screws. I replaced the three screws, realigned the guide pin to the release latch and reassembled. I verified proper operation of release latch and performed all functional checks and calibrations. Unit has passed all test and is now ready for clinical use.